Manufacturer narrative:
Additional information, including when the amputation occurred and if it was related to csi, was requested but the site declined to provide additional information. If additional information does become available, a supplemental report will be submitted. The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Csi ID# (B)(4).

Event description:
A diamondback peripheral orbital atherectomy device (oad) was selected for treatment of lesions in the superficial femoral artery (sfa), popliteal and peroneal arteries. The sfa and popliteal arteries were treated. One treatment was performed in what was thought to be the peroneal artery. During treatment, the oad crown became stuck. A femoral distal bypass was performed, and the oad was removed. Following the procedure, the patient was recovering well. Csi later received information that a leg amputation was performed, however it is unknown when this occurred and if it was related to the stuck in vessel event.